Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted transgastric during an endoscopic ultrasound-guided gastrojejunostomy (eus-gj) procedure performed on (B)(6) 2025. During the procedure, there was an issue while deploying the distal flange; the physician retracted the deployment hub to release the stent first flange, however, the distal flange did not come out and remained within the catheter. After waiting approximately five minutes to assess progress, deployment had still not occurred. The procedure was completed by replacing and using another of the same device. There were no patient complications reported as a result of this event. Note: it was reported that the axios stent was intended to be placed for a gastrojejunostomy procedure. However, per the axios stent and electrocautery- enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device is not indicated for placement transgastric to the jejunum.

Manufacturer narrative:
Block h6: imdrf device code a150201 captures the reportable event of stent failure to deploy. Imdrf impact code f2301 captures the reportable event of additional intervention required to address the puncture site of a gastrojejunostomy. Block h11: an axios stent and electrocautery-enhanced delivery system was received for analysis, and it was returned with the stent fully expanded and deployed; therefore, reported event of stent failure to deploy could not be confirmed. The device analysis could not confirm the reported event of stent failure to deploy; however, it was found that the outer sheath and the inner sheath were kinked. Additionally, the catheter was freely moved through the luer and the slider could be moved to its original position without no resistance. The investigation concluded that the issue found during evaluation, was most likely to procedural factors as lesion characteristics, handling of the device, the technique used by the physician, could have resulted in the damages encountered in the device. On the other hand, it is unknown if the clinical observation was due to the technique used during the procedure, anatomical conditions or related to device malfunction. Therefore, taking all available information into consideration, the overall root cause of the reported events is cause not established. A labeling review was performed, and from the information available, this device was used in a manner inconsistent with the instructions for use/product label. The instructions for use states that the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or at least 70 percent of fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device is not indicated to be placed for a gastrojejunostomy procedure.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted transgastric during an endoscopic ultrasound-guided gastrojejunostomy (eus-gj) procedure performed on (B)(6) 2025. During the procedure, there was an issue while deploying the distal flange; the physician retracted the deployment hub to release the stent first flange, however, the distal flange did not come out and remained within the catheter. After waiting approximately five minutes to assess progress, deployment had still not occurred. The procedure was completed by replacing and using another of the same device. There were no patient complications reported as a result of this event. Note: it was reported that the axios stent was intended to be placed for a gastrojejunostomy procedure. However, per the axios stent and electrocautery- enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device is not indicated for placement transgastric to the jejunum.

Manufacturer narrative:
Block h7 (if remedial act init, type), h9 and h11 were updated. Block h6: imdrf device code a150201 captures the reportable event of stent failure to deploy. Imdrf impact code f2301 captures the reportable event of additional intervention required to address the puncture site of a gastrojejunostomy. Block h11: an axios stent and electrocautery-enhanced delivery system was received for analysis, and it was returned with the stent fully expanded and deployed; therefore, reported event of stent failure to deploy could not be confirmed. The device analysis could not confirm the reported event of stent failure to deploy; however, it was found that the outer sheath and the inner sheath were kinked. Additionally, the catheter was freely moved through the luer and the slider could be moved to its original position without no resistance. The investigation concluded that the issue found during evaluation, was most likely to procedural factors as lesion characteristics, handling of the device, the technique used by the physician, could have resulted in the damages encountered in the device. On the other hand, it is unknown if the clinical observation was due to the technique used during the procedure, anatomical conditions or related to device malfunction. Therefore, taking all available information into consideration, the overall root cause of the reported events is cause not established. A labeling review was performed, and from the information available, this device was used in a manner inconsistent with the instructions for use/product label. The instructions for use states that the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or at least 70 percent of fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device is not indicated to be placed for a gastrojejunostomy procedure. Boston scientific is initiating a removal of certain sizes of the axios stent and electrocautery enhanced delivery system (6mm x 8mm, 8mm x 8mm and 20mm x 10mm) manufactured since march 1, 2025. This action is being taken due to increased reports of stent deployment and expansion issues with these configurations. These issues only occur at the time of stent delivery and are expected to be noticed by the physician. Patients who have been treated with a successfully implanted axios stent should continue to follow standard of care and are not affected by this issue. A letter was sent out to materials managers/health care professionals on 19-dec-2025 to immediately stop further distribution or use of any affected 6mm x 8mm, 8mm x 8mm and 20mm x 10mm axios stent and electrocautery enhanced delivery system. The letter indicates to remove these devices from inventory and segregate them in a secure location until they can be returned to boston scientific. The referenced axios stent and electrocautery enhanced delivery system met all specifications prior to final approval for distributions/sale.

Manufacturer narrative:
Block h6: imdrf device code (B)(6) captures the reportable event of stent failure to deploy. Imdrf impact code f2301 captures the reportable event of additional intervention required to address the puncture site of a gastrojejunostomy.

Event description:
Note: this report pertains to one of two axios stent and electrocautery enhanced delivery system. Refer to manufacturer report#3005099803-2025-04219 for the associated axios stents information. It was reported to boston scientific corporation that two axios stent and electrocautery enhanced delivery system were intended to be implanted transgastric during an endoscopic ultrasound-guided gastrojejunostomy (eus-gj) procedure performed on (B)(6) 2025. During the procedure, there was an issue while deploying the distal flange; the physician retracted the deployment hub to release the stent first flange, however, the distal flange did not come out and remained within the catheter. After waiting approximately five minutes to assess progress, deployment had still not occurred. The procedure was completed by replacing and using another of the same device. There were no patient complications reported as a result of this event. Note: it was reported that the axios stent was intended to be placed for a gastrojejunostomy procedure. However, per the axios stent and electrocautery- enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or at least 70 percent of fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device is not indicated for placement transgastric to the jejunum.